Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2018-00011 / 00013).

Event description:
It was reported that while the surgeon used the anti-torque device, the locking cap did not lock into three of the slplxxxx polyaxial long arm screws. Upon checking, it was discovered that the threading was gone on one side and broken on the other of the polyaxial screws so they were removed and replaced. No delay to the procedure or patient injury was reported.

Manufacturer narrative:
H3 device evaluation - the parts in the complaint appear to be representative of parts that are missing the partial thread. The root cause of the missing full thread on the slpl tulips has been attributed to the tooling off-set was not properly touched off after a tooling change for the 45 degree ID tool. The lack of zeroing the tool properly resulted in the visible reduction of the thread width and the loss of the square shape of the full thread. Corrective actions have been initiated. Review of manufacturing history record found (B)(4) pieces of lot 10913ps were released for distribution on 1/9/2017 with no deviations or anomalies. Two-year compliant history review found four (4) previous reports of this nature for the reported lot number.this report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2018-00011-1 / 00013-1).

Event description:
It was reported that while the surgeon used the anti-torque device, the locking cap did not lock into three of the slplxxxx polyaxial long arm screws. Upon checking, it was discovered that the threading was gone on one side and broken on the other of the polyaxial screws so they were removed and replaced. No delay to the procedure or patient injury was reported.